Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: the device involved in this complaint was not available for return to cook. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Root cause: a definitive root cause for the customer complaint could not be determined as the device was not returned. However it is possible that the needle bent when excessive force was applied possibly while advancing the needle into the target site and hitting a tracheal ring, also the user also stated " the customer is not sure and can¿t answer the question wether the stylet was in place or not.". Documents review: prior to distribution, all echo-hd-22-ebus-p-cdevices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: it may be noted that according to the instructions for use, ifu0110-5, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1428675did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1428675 upon review of complaints this failure mode has not occurred previously with this lot # c1428675. Summary: from the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Needle kinking at distal tip.

Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). This follow up report is being submitted to cancel the initial MDR report. After the submission of the initial report , updates were made to cook ireland¿s risk management system in accordance with iso4971. These updates included the requirement to identify the initial probability of occurrence and the individual risk levels associated with each hazard and hazardous situation. As a result of the system updates the risk documentation has been revised. The severity associated with the hazardous situation has not changed however the identified risk levels associated with distal and proximal needle kinks on echo ebus devices have reduced, and are now identified as low risk. This case were initially reported on the description of a distal needle kink. A serious deterioration in the state of health of the patient was not reported in this case. The initial assessment was based on the current risk at the time for those failure modes within the original risk documentation and the case was reported based on potential for harm to occur as per section 803.50 of 21 cfr 803. FDA MDR reporting required. Overall risk assessed as category iia (low). H3 other text : 510(k) number: k160229.

Event description:
This follow up MDR is being submitted to cancel the initial report. Needle kinking at distal tip.